Manufacturer narrative:
The device has been returned to greatbatch for evaluation. The device evaluation is anticipated, but not yet begun. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source is from the distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the instrument is broken. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to the greatbatch for evaluation and the reported event was confirmed. The cardan joint was worn as it had ruptured. The cardan joint was very worn from multiple uses throughout its life in the field which is also evident from the amount of wear and material deformation on the power coupling. A manufacturing review was completed and no anomalies were identified. In summary, the malfunctions observed are attributed to wear. No further investigation required.